Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility, short incubation (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system that there was false resistance. The following information was provided by the initial reporter: client frequently reports carbapenem resistance.

Manufacturer narrative:
Investigation summary: a failure for false resistance was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6) ). The customer reported ongoing issues with isolates having false carbapenm resistance. No instrument errors were reported and no additional information was provided by the customer. The root cause of the failure is unknown, this is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of april 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix 100 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system that there was false resistance. The following information was provided by the initial reporter: client frequently reports carbapenem resistance.